Event description:
Over one hundred calcium samples with discrepant results during the past week. The following examples were provided, units of measure mg/dl: 8.4 repeat 9.3, 9.2 repeat 10.2, 9.3 repeat 10.1, 8.9 repeat 9.7, 8.3 repeat 9.1. Initial results were not reported. The field service representative determined the cause to be dirty reaction cells. The instrument was repaired.